Manufacturer narrative:
The insulin pump was received with frozen screen and constant tone due to moisture damage on the electronic assembly. It was unable to verify alarms or backlight display due to frozen screen. Unit had scratched display widow.

Event description:
Customer report that his insulin pump was malfunctioning. Customer stated that the insulin pump was alarming, powering off, had black screen and he was unable to go to the main menu after clearing the alarm. Nothing further was reported.